Event description:
It was reported that the procedure was aborted. The target lesion was located in the ostial right coronary artery (rca). A rotapro console and two 1.50mm rotapro devices were selected for use. During testing outside the patient, the target speed of 200k was not reached and the speed appeared to sound like 140k. The procedure was aborted and the patient will be brought back when a new console is received. There were no patient complications.

Manufacturer narrative:
Device analysis by MFR: the console was returned in overall good physical condition. The console passed automated testing. The rotapro is fully functional. The console passed final testing using the installed firmware. The system passed full functional and electrical safety testing.

Event description:
It was reported that the procedure was aborted. The target lesion was located in the ostial right coronary artery (rca). A rotapro console and two 1.50mm rotapro devices were selected for use. During testing outside the patient, the target speed of 200k was not reached and the speed appeared to sound like 140k. The procedure was aborted and the patient will be brought back when a new console is received. There were no patient complications.

Manufacturer narrative:
H6 - evaluation conclusion code was updated. Device analysis by MFR: the console was returned in overall good physical condition. The console passed automated testing. The rotapro is fully functional. The console passed final testing using the installed firmware. The system passed full functional and electrical safety testing.

Event description:
It was reported that the procedure was aborted. The target lesion was located in the ostial right coronary artery (rca). A rotapro console and two 1.50mm rotapro devices were selected for use. During testing outside the patient, the target speed of 200k was not reached and the speed appeared to sound like 140k. The procedure was aborted and the patient will be brought back when a new console is received. There were no patient complications.